Manufacturer narrative:
Investigation on going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan ec motor. It was reported that the irrigation pump dose not work properly. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: ga188 - foot control w/pedal and two buttons - lot - unknown.

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.